Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning and was defective. It was determined that after the battery device was inserted into universal battery charger device the red symbol lite up. It was not possible to charge or refresh the battery device. It was further determined that the safety fuse had been triggered due to overvoltage. It was noted that there was a possibility that the colibri device might have caused a short circuit. However, the handpiece was not returned to perform further investigation. Based on the output, it was reported that the colibri device worked correctly when a functioning battery was used. Therefore, the reported condition was confirmed. The assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that three battery devices were not working in the small battery drive device and were showing red in the universal battery charger device. According to the report, the batteries were not working so another set of small battery drive was used with the battery casing devices. There was a fifteen minute delay in surgery. Spare battery devices were available for use. There was no allegation with the small battery drive device as it functioned as expected when used with a functioning battery device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.